Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was admitted to the hospital due to an epidural hematoma. As a result, the patient underwent surgical intervention wherein the entire system was explanted. Later, the patient was admitted to a rehabilitation facility.